Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was received with normal telemetry and output. The device was programmed to rate responsive settings, and auto-capture was enabled, consistent with electronic performance indicator. Autocapture is an automatic setting programmed to adjust the device¿s output to the patient¿s pacing demands. Analysis performed did not identify any functional issues. Further battery assessment at various pulse amplitude measured normal current level, and no indication of premature depletion. Longevity assessment found the device was operating at the elective replacement indicator (eri) voltage consistent with normal usage. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers' header anomaly advisory issued by abbott on 15 march 2021.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient condition was not reported.